Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage problem occurring at the curved part, switch one (sw1), so reprocessing could not be completed and foreign matter remained on the forceps base. The detection method is described in the instruction manual tjf-q170v operation manual 3.3 inspection of the endoscope. Prevention measures are described in the instruction manual tjf-q170v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer that during routine maintenance of the duodenovideoscope, the leak test was positive on the bending section. There were no reports of patient harm associated with this event. The device was returned and evaluated, and there was yellowish/brown foreign material on the forceps elevator. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
During the device evaluation, the customer¿s allegations were confirmed; there was a leak from the bending section cover. Additional findings other than the foreign material on the forceps elevator include the following; there was dirt around the forceps elevator; the adhesive on the bending section cover had a crack; switch 1 was damaged; water tightness was lost due to a cut on the bending section cover and on switch 1; the play of the up/down knob was out of standard value due to wear of the angle wire; there was air/water leakage from the insertion tube; the video cable had a scratch; the image was frozen and recorded on its own due to damage on switch 1; the bending angle in the up/down and left/right directions did not meet the standard value due to wear of the angle wire; the video connector case had a scratch; and the connecting tube had coating peeling and a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.